Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that out of range pace impedances measurements were noted when it comes to this right ventricular (rv) lead. No issue with sensing or pacing thresholds was seen. No changes were made at this time. The lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that out of range pace impedances measurements were noted when it comes to this right ventricular (rv) lead. No issue with sensing or pacing thresholds was seen. No changes were made at this time. The lead remains implanted. No adverse patient effects were reported.